Event description:
It was reported that the pt underwent posterior fixation at t10/t11 and l1/l2 with instrumentation; interbody device placed at t11/t12 with rhbmp-2. During rod placement, caudal to cephalad, the reduction inner sleeve detached from the head of the screw at t10; this screw was the last screw placed. The rod had remained in place at lower levels. The surgeon converted to a mini open over t10. The surgeon backed the screw out a "few" millimeters and with some difficulty was able to pass the rod through at t10. The surgeon was pleased with the rod placement and closed the wound. The surgery time was extended twenty mins. No additional pt complications were reported. The sleeve and extender were mated properly and did not appear to be damaged. The rod may not have been contoured enough which did not allow proper reduction and bent the rod in-situ causing the sleeve to detach.

Manufacturer narrative:
The reduction sleeve was returned for evaluation. Visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of specification approx 1.1mm at the screw head retention features. Visual and optical inspection identified multiple areas of wear and/or damage. Witness marks found on the upper walls and the tip of the inner sleeve suggest that aggressive release techniques may have been used. Functional evaluations showed the instrument properly retained the simulated mating parts and the screw head was securely retained within the inner sleeve tips. Functional evaluations confirmed the instrument functioned properly. A review of the device history records did not identify any applicable nonconformance to specification.